Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient did not keep their appointment on (B)(6)2017.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the highest the patient has ever had to go was 2.7 v and that they usually stopped between 2.2-2.4 v. With those settings the patient has had no pain and no symptoms. The patient reported that the therapy suddenly stopped helping. They have had to turn it up to 3v and they still had a lot of discomfort. They never had such a high voltage. The patient wanted to know if they could go higher than 3v. It was reviewed with the patient that they could and that they could also discuss with their health care physician (hcp) the option of changing a program. The patient also noted that the only difference they had was that they started water aerobics 6 weeks ago. The patient was wondering if chlorine in the water could have brought on the ic symptoms. The patient was re-directed to their hcp if symptoms did not improve. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an appointment scheduled for (B)(6) 2017.